Event description:
Customer reported her insulin pump alarmed no delivery. Customer's blood glucose is 124 mg/dl. Customer does not have any infusion sets with her to troubleshoot. She will call back when she gets back home to complete troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.